Manufacturer narrative:
Unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests revealed a damaged(detached) downstream occlusion (dso)seal and battery door. The event history log review identified 46510 error. Functional tests found a defective dso sensor. The root cause of the problem was a defective printed wiring assembly (pwa). The dso sensor will be replaced to solve the issue. The dso seal, pwa and battery door will also be replaced.

Event description:
It was reported that the device exhibited an error code, ¿removing and connecting the cassette¿. There was unknown patient involvement.